Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a fathom guidewire with no original packaging. Initial inspection of the body by tactile inspection showed extreme damage as well as various bends in the guidewires proximal end. The tip was separated and coils had been stretched. The tip was returned. The outer diameter of the guidewire was measured with a calibrated laser micrometer; the maximum outer diameter of the guidewire was .0158", which meets specification. The tip was separated from the guidewire and returned. The coating was uniform and consistent throughout the length of the wire except where the separation had occurred. The micro-catheter used in the clinical event was received and is not a bsc device. The wire was loaded into a rubicon 18 micro-catheter, but due to the damage on the wire the wire would not transcend into the catheter without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23jun2016. It was reported that difficulty inserting the guidewire into the catheter occurred. The target lesion was located in a mildly tortuous hepatic artery. A 180x25cm fathom¿ -16 was selected for use. During introduction, it was noted that the guidewire would not be inserted into the hub of a non-bsc microcatheter. The procedure was completed with a different device. No patient complications were reported and the patients' status was stable. However, device analysis revealed that the tip was separated.